Manufacturer narrative:
On (B)(6) 2024, mentor became aware that the replacement serial numbers used on (B)(6) 2024 were (B)(6) on the left side and (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 17, 2024, the mentor failure analysis lab received the device for evaluation. On january 6, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 325cc breast implant was found to be ruptured. In addition, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received (lot-63971). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.  Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2024, mentor became aware that the date of implant was on (B)(6) 1993, and date of surgery is on (B)(6) 2024. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6a for implantation date have been updated to on (B)(6) 1993. Fields d6b for explantation date is on (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).